Event description:
A pt reported blood glucose results of "14.4 mmol/l" with a lifescan meter and "10.5 mmol/l" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.